Manufacturer narrative:
The distributor performed a checkout of the anesthesia machine and found it to function within manufacturer¿s specifications.it should be noted that the facility was using nonvalidated third party vaporizers on the anesthesia machine.

Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Despite attempts to obtain information concerning the cause of death, or if the anesthesia machine caused/contributed to the patient death, no response has been received. It should be noted that the hospital was using nonvalidated vaporizers on the ge healthcare anesthesia machine. The aespire user reference manual warns the user, "use only the selectatec series vaporizers tec 4 or greater." Ge healthcare¿s investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, intermittently during the case, anesthetic agent was not detected. The clinician reportedly flushed a few times with oxygen, adjusted flows, and flow of anesthetic agent resumed. There was no reported complaint with delivery of oxygen, air, or nitrous oxide. The clinician reportedly tried to use sevoflurane as well as desflurane, however, the monitor did not pick up any anesthetic agent. Following the case, the patient was reportedly taken to the recovery room. While in recovery, the patient reportedly "crashed", was resuscitated, and transferred to the intensive care unit. The patient subsequently died.